Event description:
Was scrubbed prior to abdominal surgery with chlorhexidine wipes. Incisions were closed with dermabond. Approx 4 days after surgery, a severe rash started to appear in the entire area where I was scrubbed. The rash progressively worsened. Around the 4 incisions sites, extensive blistering occurred. This may have been due to the dermabond combing with the chlorhexidine or due to the dermabond trapping the chlorhexidine underneath it. Blistering and rash have continued without improvement (today is day 10 post-surgery). How was it taken or used: topical. Date the person first started taking or using the product: (B)(6) 2016. Date the person stopped taking or using the product: (B)(6) 2016. Do you still have the product in case we need to evaluate it? No. Presurgery cleaning and incision closure.